Event description:
It was reported a patient had a break in aseptic technique due to possibly making a mistake or touch contamination during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy effluent. The patient was hospitalized the following day for the event. Treatment was unknown. 9 days later, the patient was discharged from the hospital. At the time of this report, peritonitis was ongoing and improved. It was unknown if the patient was retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.